Manufacturer narrative:
A sample cartridge was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that prior to an intraocular lens (iol) coming into contact with a patient, it was damaged in the injection cartridge. Additional information was requested.

Manufacturer narrative:
The reported cartridge was not returned. The associated lens was returned with solution observed dried on the lens. One haptic is split on the gusset edge. The iol product history records were reviewed and documentation indicates the product met release criteria. The customer indicated the use of a qualified viscoelastic. The root cause could not be determined for the reported complaint of "cartridge damaged the lens". The cartridge was not returned for an evaluation. Haptic damage was observed. It is unknown if a qualified handpiece was used. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).